Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
It was reported that during surgery,the 6.5 central screw was not stabile enough on the glenesphere so the surgeon wanted to swap to a 9.5 screw but could not after many attempts remove the 6.5 screw. Extra anesthesia time for the patient and about 30 minute surgical delay was incurred trying to remove the screw from the baseplate. Surgeon went which a larger baseplate.